Event description:
It was reported that two patients with vns passed away. The reps were made aware of this at a sudep conference. No further information could be received from the office. The other patient death is captured in mfg report 1644487-2019-01017. No additional, relevant information was received to date.